Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Correction to field b5 describe event or problem, f10 patient codes and h6 patient codes. Correction to field b2 outcomes attrib to adv event, f10 patient codes, h6 patient codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Additional information was received indicating that the lead had a fracture and exhibited high pacing thresholds. During the removal of the lead, the tricuspid valve was torn and had to be surgically repaired. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Correction to field b5 describe event or problem, f10 patient codes and h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Additional information was received indicating that the lead had a fracture and exhibited high pacing thresholds. During the removal of the lead, the tricuspid valve was torn and had to be surgically repaired. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically explanted after nearly eight years of being implanted. Additional information received which indicated that the lead exhibited high pacing threshold measurements. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Correction to field b5 describe event or problem, f10 patient codes and h6 patient codes. Correction to field b2 outcomes attrib to adv event, f10 patient codes, h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Additional information was received indicating that the lead had a fracture and exhibited high pacing thresholds. During the removal of the lead, the tricuspid valve was torn and had to be surgically repaired. A new lead was implanted. No additional adverse patient effects were reported.